Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the one maxcore device in partially opened package which was not fully visible and the product labelling information which does match and verifies with tw. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using the maxcore instrument. During the procedure, it was reported that the device outer cannula allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.